Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
"On or about (B)(6) 2007," a monarc subfascial hammock was implanted" for pelvic organ prolapse and/or stress urinary incontinence." It was reported that the pt, "has suffered and continues to suffer from serious injuries, including, but not limited to, pain and suffering; permanent physical injuries; disability; significant disfigurement; embarrassment and mental anguish; loss of capacity for the enjoyment of life;" and required "surgical and medical treatment." Also reported were, "debilitating injuries including mesh erosion, infection, chronic pain and worsening urination." And, she "has suffered and will continue to suffer mental anguish."